Event description:
Severe allergic reaction to invisalign plate used in orthodontic treatment. Plate 1 inserted on (B)(6) 2010. Developed chapped lips, cold sores on cheek interior and a sore throat. Plate 2 inserted on (B)(6) 2010 and reaction intensified. Sore throat pain increased, cold sores developed on the sides of tongue, and tongue began to swell. Area under the tongue became so swollen that the lower orthodontic plate began to cut into the tissue. Pt removed the plate and decided to discontinue use. Dates of use: (B)(6) 2010. Diagnosis or reason for use: correction of misaligned teeth. Event abated after use: yes.